Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent movement on the balloon, incomplete apposition and stent migration occurred. Access was gained via the right brachial artery and angiography revealed a de novo, eccentric, 90% stenosed and 8mm long target lesion located in the non tortuous and severely calcified unprotected left main coronary artery with a reference vessel diameter of 4.0mm. Significant lesion bend was reported to be less than or equal to 45 degrees. The lesion was predilated with a 2.0x15mm balloon resulting in 80% stenosis. A 4.0x8.0mm taxus liberte stent delivery system (sds) was advanced to the target lesion. It is noted that there was some resistance crossing the lesion due to calcification. While attempting to position the stent, the sds was moved forward and back, and it was felt the stent may have moved on the balloon during this process. The stent was then deployed and the sds removed. Follow up angiography revealed that the stent had not deployed in the position designated. The stent had migrated 3-4mm distally from the desired location and 2mm of the target lesion was not covered. It was also noted that 2-4mm of the proximal end was not well dilated. A balloon was advanced and the stent was post dilated and additional inflations were carried out in the area not covered by the stent. No patient complications were reported and the patient's status is stable.